Event description:
The pt was scheduled to receive a percutaneous lead for better coverage. Before implanting the lead, the physician observed a kink on the lead between electrodes 6 and 7 upon removal from the packaging. The physician was given a new lead to be implanted. The lead in question was returned to the MFR and the analysis of the device was completed on 12/15/2011.

Manufacturer narrative:
Eval method - the device history and sterilization records were reviewed. Results - review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. Inspections of the returned lead revealed a subsurface imperfection between the channel 6 and the channel 7 stimulation electrodes. The lead body and terminal end were in good condition. Continuity testing was performed to analyze the channels' resistance and to verify the insulation characteristics between channels. The lead passed all continuity testing. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.